Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when pulling back the evolution device handle, the compaction tube would not go down to compact the collagen. The tube would get stuck to the handle. The users are very experienced with this device and they have noticed this issue before. The technique they are using to implant the device is in line with the IFU. At the end they were able to manually unstick the tube to push it down. There was no blood loss, and the patient was stated to be ok. The procedure outcome was stated to be ok, no repercussions on patient. Additional information was received on 2/7/2018. Hemostasis was achieved with the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6fr angio-seal evolution device was received for product evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis. There was blood like substance present on the returned device. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The entire length of the tamping tube was exposed from the hemostatic sheath. There was no collagen or anchor at the distal end of the suture. The button was stiff. The gap between the upper and lower handles of the evolution measured 0.051" as measured with a sliding gauge. The device was x-rayed which showed that the drive gear was properly seated, and the gearbox assembly was seated within the grooves in the distal position. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the out of park position. The rack was in the full distal position with no portion of the rack proximal to the gearbox assembly. The suture could be seen in the grooves of the spool and free of tension. The suture was tethered to the spool with the suture stake, which was not pressing against the clutch gear. Two turns of the suture were present indicating that the majority of the suture had been released. No gross visual anomalies were observed with the gearbox assembly. The gearbox assembly was then functionally tested by turning the drive gear clockwise moving the rack proximally. As the drive gear was turned, resistance was felt. A kink in the rack was observed which led to the resistance experienced. There was blood like substance at the crease of the kink. The complaint could be confirmed for tamping issues due to the resistance experienced when moving the rack. The resistance was due to a kink in the rack. The cause of the kink could not be determined. The cause is currently furthered being investigated. The exact cause of the reported event cannot be definitively determined based on the available information.